Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b5; g3; h2; upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical products: 00877504003- bioloxâ® delta, ceramic femoral head, l, ã¸ 40/+3.5, taper 12/14- 2688036. 00625006520- bone screw self-tapping 6.5 mm dia. 20 mm length- 60892261. 00625006530- bone screw self-tapping 6.5 mm dia. 30 mm length- 61504843. 00620206222- shell porous with cluster holes 62 mm- 63544924. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a closed reduction under sedation 5 months¿ post implantation due to recurrent dislocations. No further revisions have been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.